Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the device was not helping the patient's pain. However, the physician will no longer explant the patient since the patient was still getting good coverage. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. The patient will undergo an explant procedure.